Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that since the ins was replaced, she felt that there was a short in the ins and so she was not able to turn up the ins as high as she needed it. Patient stated that "it puts me to my knees when it happens". The healthcare professional (hcp) called manufacturer representative (rep) twice, however the she had been "sitting for months" waiting to hear back for reprogramming or what needed to be done. Patient "can't use the device very well". Patient had a third surgery for implant for "upper body" (patient service specialist believed the patient meant for the spinal cord stimulator) where the hcp cut a piece of the plastic that encased the wires, and that got "embedded underneath the implant causing everything to fall apart". The pt noted that this was a "nightmare". No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a loss of therapy. The patient had been in a lot of pain and she was not able to walk very well. When her posture was ¿over,¿ she did not get ¿nothing.¿ it was noted that the patient was hunched over more, and stimulation was more in her front/upper legs than on the back of her legs. It was also reported that when the patient was sitting, it hurt really bad. Stimulation was not felt in the lower legs, calf, and feet. If stimulation was turned up, stimulation was felt a lot in the left hand, belly, and rib area. Additional information received from the manufacturer representative reported that the manufacturer representative met with the patient and reprogrammed the device. Better coverage and pain relief was obtained. No system abnormalities were observed; the device was fully functional and achieving adequate therapy. If additional information is received, the file will be updated. The patient¿s indications for use included non-malignant pain. Additional information was received from the patient on (B)(6) 2017. It was reported that the patient felt sciatica pain on the right side. The patient stated that when it was close to having their previous ins replaced, they told the healthcare professional (hcp) not to wait until the ins depleted. However, the hcp did wait until the ins depleted and said they were unable to access the settings as a result. The patient commented that the pain was too high all the time. The patient also stated that since the last ins replacement, they have had to recharge more frequently. The patient stated they have to recharge every 2.5-3 days. The patient was redirected to contact a manufacturer representative (rep) to perform recharge interval calculation. No further complications were reported/expected.